Event description:
A certified nursing assistance was using the e-z stand lift to assist a resident with getting out of bed, after the resident was lifted into the stand position the nursing assistant noticed the lift starting to descend without the nursing assistant pushing the down arrow on the remote control. The nursing assistant stated the machine stopped when she pushed in the red emergency button. After the certified nursing assistant pushed the emergency button she noticed the resident was in an awkward position. The certified nursing assistant went behind the resident and braced up against the resident so that the resident wouldn't fall. The resident suffered a displaced fracture of the distal femur on her left leg. After a detailed investigation was completed, it was the facilities conclusion that the e-z stand's remote control malfunctioned allowing the machine to come down without the nursing assistant pushing the down arrow on the remote. The resident's leg was fractured as a result of the nursing assistant bracing herself against the resident causing the resident's legs to be pushed up against the machine.